Event description:
Broke during surgery. No bits fell off into patient. 1 minute delay whilst opening new set. No harm to patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device indicated that it is fractured into two pieces. The fracture occurred in the coiled portion of the device due to overload. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 287 devices were manufactured and accepted into final stock between 16 may 2019 and 20 may 2019 with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: it was reported that the flexible drill shaft broke during surgery. Visual inspection of the returned device indicated that it is fractured into two pieces. The fracture occurred in the coiled portion of the device due to overload. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broke during surgery. No bits fell off into patient. 1 minute delay whilst opening new set. No harm to patient.